Manufacturer narrative:
As reported, the patient underwent placement of a trapease permanent vena cava filter. Per the medical records, the filter was placed prophylactically prior to bariatric surgery. The patient has a history of morbid obesity, diabetes, hypertension, and hypercholesterolemia. The filter was successfully deployed during the index procedure without any complications. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile form (ppf) indicates that the filter is unable to be retrieved although there are no known recorded removal attempts. The patient also reports to be suffering from chronic pain with swelling in the left thigh and anxiety. The product was not returned for analysis. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Pain and swelling of the legs do not represent a filter device malfunction. Without procedural images to review, the event of embedded in the ivc wall could not confirmed. These events may be related to the underlying clotting formation that was the indication for the placement of the filter. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile form (ppf) indicates that the filter is unable to be retrieved although there are no known recorded removal attempts. The patient also reports to be suffering from chronic pain with swelling in the left thigh and anxiety. According to the medical records, the filter was placed prophylactically prior to bariatric surgery. The patient has a history of morbid obesity, diabetes, hypertension, and hypercholesterolemia. The filter was successfully deployed during the index procedure without any complications.